Event description:
It was reported that a spectrum pump had failed volume issue three times during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During flow rate testing the device underinfused out of allowable error. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be out of adjustment pressure plates. The pressure plates were calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.